Manufacturer narrative:
No alleged serious injury. Alleged malfunction. Hospitalization alleged. MDR filed based on hospitalization. Rollator model 68100-ta, sn (B)(4). Allegedly, the consumer was seated at a table when he pushed back to get up and the wheel allegedly buckled under and he fell to the ground. The consumer is a male whose weight and height are unknown. The consumers. Medical condition and stability are unknown. The consumers' medication regimen is unknown. Any additional loading to the device is unknown. The environmental conditions for the flooring, carpeting, tiling or terrain are unknown. The consumers product usage technique was incorrect. Note: this product is not meant to mimic a wheelchair in its use. It is for walking support and stationary resting; being pushed or self propelling while seated is not its intended use.

Event description:
The consumer was at a buffet restaurant and sat on the rollator. Upon sitting, the wheel allegedly buckled, causing him to fall to the floor. The consumer allegedly sustained shoulder and hip pain. No serious injury is alleged.